Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion, the clinician noticed the sheath body was bubbled towards the sheath hub. As a result, they opened a seldinger kit for another sheath to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4) device evaluation: the reported complaint of during insertion the sheath was damaged was confirmed. Returned was one peel-away sheath and a photo. The dilator of the sheath/dilator assembly was not returned. The customer photo shows rippling in the sheath body. Visual examination of the sheath body revealed damage along both score lines. Microscopic examination revealed that on one side the body is rippled at 2.0-2.5 cm from the tip and on the other side it is rippled at 4.5-5.7 cm from the tip. The rippled areas in the score line were also under stress since the material is stretched and white in color. At least one of the score lines is folded over creating a ridge for most of the length which gives the appearance of non-uniform score line. The sheath tip exhibited signs of use. The sheath could not be accurately measured due to the damage. Manufacturing was consulted, and has stated the ridge in the sheath body would not result in the ripples and that the white stressed material is not present during or after any manufacturing process. Instructions for use describe suggested techniques for placement of the sheath and dilator assembly. A device history record review based did not reveal any manufacturing related issues. Therefore, operational context caused or contributed to this issue. No further action will be taken.